Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: review of the device history records (documents 159183, 157240, and 159649), including the sterilization and packaging records, showed no deviations from mfg and qa specifications. The implant kit was shipped to the customer on 10aug2015 per customer order s160637. This type of event has been previously investigated. Infection is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 month. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was listed high urgent on the transplant list because of driveline infections (previously unreported). The patient received a heart transplant on (B)(6) 2018. No additional information was provided.